Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and image were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Event description:
It was reported that during a stent placement procedure in the distal sfa of the left leg via the right common femoral artery through heavily calcified vessel, the catheter of the device allegedly broke off inside the patient. A snare had to be used to remove the device off the patient. It was further reported that the stent allegedly had a twist in it. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and image were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2024).

Event description:
It was reported that during a stent placement procedure in the distal sfa of the left leg via the right common femoral artery through heavily calcified vessel, the catheter of the device allegedly broke off inside the patient. A snare had to be used to remove the device off the patient. It was further reported that the stent allegedly had a twist in it. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned catheter sample was found in used condition with deployed stent and with broken inner catheter which confirms the alleged break after deployment. Images were provided demonstrating patient treatment; one x-ray image demonstrates the stent with deformation like an hourglass which confirms stent twisting. Based on the information available the investigation is confirmed for inner catheter break and stent twisting. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regards to pre dilation the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instructions for use state: '5f (1.67 mm) or larger introducer sheath (¿) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. In regards to insertion/ removal difficulty the instructions for use state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H10: (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the distal sfa of the left leg via the right common femoral artery through heavily calcified vessel, the catheter of the device allegedly broke off inside the patient. A snare had to be used to remove the device off the patient. It was further reported that the stent allegedly had a twist in it. There was no reported patient injury.